Event description:
It was reported by the customer that when using the bd pyxis¿ es server, orders were not crossed over to stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e other occupation upon investigation of the actual device used in this incident, it was determined that orders were not crossing over to stations. A technical support specialist dialed into both the application server and the cce server to investigate message flow from the application server. The tss restarted the following services to resolve the issue. No disconnected flags were observed on the cce. Validation was performed using patient samples by accessing the cn-edred station and searching via global find patient, confirming that the patient appears in the list. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossed over to stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.